Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a diagnostic anomaly had occurred. Patient received a patient notifier for non-sustained lead noise events. Incorrect diagnosis of non-sustained lead noise events occurred due to mismatch between the near-field and the far-field channel. Reprogramming was recommended. Device remains implanted.